Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical conclusion: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the patient¿s adverse event of peritonitis. The etiology of the event is unknown. Therefore based on the information available, causality cannot be determined. However, what is known is patients undergoing peritoneal dialysis therapy are considered at high risk for peritoneum infections. Additionally, there is no documentation or indication the liberty select cycler and/or liberty cycler set caused or contributed to the adverse event. Additionally, there is no allegation of a malfunction or of the machine failing to perform as expected in relation to this event.

Event description:
Peritoneal dialysis nurse reported that the patient¿s peritoneal effluent fluid cultures (collection/result dates unknown) were negative for bacterial growth; however the cell counts revealed an elevated white blood cell (>3000) count. The patient was reportedly treated with vancomycin and gentamycin; however the dosages, duration, route and frequency is unknown. The pdrn reported the cause of the event(s) is unknown, and no additional information is available due to patient transitioning to outpatient hd.